Event description:
Boston scientific received information that this right ventricular lead and device displayed a high, out of range shock impedance measurement. The local boston scientific field representative indicated that no intervention was planned and the patient will continue to be monitored. There were no adverse patient effects reported. The system remains in service.

Event description:
Subsequent information indicated that an additional high, out of range shock impedance measurement was recorded. The local boston scientific field representative again indicated that the physician decided to continue to monitor the system. No adverse patient effects were reported. The system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.